Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had fluid side occlusion alarm was not identified during the customer call. However, to address the issue, tech support recommended to send the unit in for flat rate repair. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had fluid side occlusion alarm. Even after replacing both bottle side and patient side pressure sensors and still getting alarm. There was no patient involvement.